Event description:
The customer contact reported inadequate suction. The suction liner was being used with a wound drainage system. After an unspecified length of time in use, the customer contact reported inadequate suction. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the domestic list number that is comparable to the international list number.